Event description:
Medtronic received information that this transcatheter bioprosthetic valve, implanted 39 months, was explanted due to a high mean gradient (mean gradient 44 mm/hg and peak gradient of 78 mm/hg) from re-stenosis of the right ventricular outflow tract. No adverse patient effects were reported and the valve was not returned for analysis.

Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that changed the event description that was previously reported in medwatch 2025587-2012-00066. The additional information rendered the originally reported event not reportable. Additional information was received which reported endocarditis occurred prior to explant. No infective organism was reported. The device history review (DHR) of this valve was reviewed and no anomalies were noted that would have impacted this event. A review of the sterility lot record confirmed that the biological indicators (bi) tested negative for both tissue and solution. The information received indicated that the endocarditis occurred over three years post implant. Endocarditis that occurs more than twelve month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. Therefore, the endocarditis was unlikely to be attributed to the device and/or manufacturing process. With the available information, the cause of the endocarditis could not be determined. The endocarditis may have caused the reported high gradients. However, without the return of the device, the root cause of the issue could not be determined. (B)(4). If information is provided in the future, a supplemental report will be issued.